Event description:
During a clinic follow-up, the device was unable to be interrogated. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of communication anomaly was confirmed. Upon receipt, the device was unable to communicate. The cause of communication anomaly was due to a low battery voltage as a result of a high current draw in the hybrid. The cause of high current was due to hybrid anomaly. The cause of hybrid anomaly could not be conclusively determined.